Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to a defective y100 crystal oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective y100 crystal oscillator could not be positively identified. No adverse event resulted from the damaged montior.

Event description:
A us distributor returned a monitor and reported monitor was resetting.